Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following device were also listed in this report: device name# x3 triathlon cs insert no 7 9mm; cat# 5531-g-709-e; lot# jh2861. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
Right total knee. Revision was secondary to instability, pain and swelling. It was decided to revise the femur to a ps femur with ts insert to get as much stability as possible due to the patient¿s size. It was discussed that the use of ts insert with tritanium baseplate is strictly off label. The use of the mako during the index procedure was not thought to have contributed to this complication. No further information is available form the doctor or hospital.